Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hi-pot and insulation resistance tests. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the wire connecting the rear 1 therapy electrode to the distribution node (dn) was out of tolerance. In addition, the dn was out of tolerance. The cause for the test failures was out of tolerance components. The root cause for the out of tolerance components cannot be positively determined. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.